Manufacturer narrative:
Evaluation summary: one device sample was received for evaluation. This device had been used in the treatment or diagnosis of a patient. A review of the lot number reported indicates that the product was within the assigned expiration date at the time of the reported incident. The returned product met specification as received. Visual inspection that the activation button did not immediately return the home (off) position when released. The knife cut of the device was tested with satisfactory results. The knife advanced and retracted smoothly in the knife track when the jaws were held close and the knife trigger was pulled. The knife trigger automatically returned to the home position when the trigger was released and the jaws were in the fully closed position. No sticking was observed. An additional issue was identified during the product evaluation; the activation button did not immediately return the home (off) position when released. The additional findings did not contribute to the reported condition. During inspection it was noted that when the device was activated the button housing was slow to return to home position. During normal usage of the device the algorithm would detect high impedance as soon as the jaws opened and would regrasp alarm. After taking CT scans of the device and comparing to a normally operating device, it appears that the legs of the button housing were bent out, such that they rubbed on the housings, dampening the return of the button housing to the home position. With the button legs bent they were in contact with the housing guide ribs which caused friction when the button was pushed during activation. The investigation attributed this issue to the supplier. A review of the device history records for this device found no potentially contributing factors from the manufacturing process. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This product is not sold in us and is 510(k) exempt. This report is associated to a similar product sold in the us with 510(k) number k171066.

Event description:
According to the reporter, the device knife blade did not retract and the jaws locked on tissue. It was difficult to open. The surgeon needed to use force to get the knife back and jaw open. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.